Event description:
It was reported that "posterior aspect of the trial broke off during insertion. Normal standard usage, case continued on normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.